Event description:
It was reported that during implant, the lead was positioned apical in the right ventricle and when connected to the analyzer the impedance was over 1300 ohms and the pacing threshold with 5 volts was not successful. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies found.